Event description:
The facility rep reported a pump that did not give a downstream occlusion alarm when expected. Info was provided that the problem occurred before using the pump. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The device has not been received for eval at the time of this report. A follow-up report will be filed after the eval has been completed.